Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for breakfast, but forgot to eat. Customer's blood glucose lowered (less than 40 mg/dl). Customer was transported via ambulance to the emergency room (ER) and was treated (type of treatment was not known). After approximately 2 hours, customer's condition improved and was discharged from the ER.